Manufacturer narrative:
(B)(4).

Event description:
Procedure: robotic prostatectomy. According to the reporter: the surgeon reported a stricture. He had not been stapling the dvc prior to this case and thought that this was a possible complication from stapling. During the case, he was being cautious about how not getting too deep into the pelvic floor. At the time of the case, there was no malfunction of the stapler or cartridges. The surgeon was very pleased with the initial surgery. A catheter was placed and the pt was reported as under observation.